Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse conducted a fault check and determined that there was a malfunction in the personality module surgeon console (pmsc), resulting in numerous 307 and 281 error messages. Fse replaced the pmsc to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, and the reported failure was replicated. No related errors were found in system logs. A visual inspection found the right surgeon console leaf (scl) digital video interface (dvi) connection has wear and tear and need replacement. The unit was then installed onto the golden system but unable to program because the nodes were not present. The system turned on normally and error 307 triggered, successfully replicating the reported complaint. The complaint was confirmed based on failure analysis. Failure analysis was able to determine that the failing video branch (vbr) is the root cause of the reported complaint.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and before surgical port placement, a nurse contacted dvstat to report that error 307 had occurred. The issue was resolved after the customer performed two power cycles on the system. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested a video session with the customer, and upon review of the error logs, the error was found to be associated with the surgeon side console (ssc) personality module surgeon console (pmsc). A field engineer (fe) was immediately contacted, and the users indicated that error 307 could not be recovered. As a result, the procedure was converted to traditional laparoscopic surgery. No known impact or patient consequence was reported.